Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via the phone that during insertion of 4.75 anchor from the ar-1788j-cp system, the 4.75mm anchor was peeling. The anchor was removed. This was discovered during use in an aitfl procedure on (B)(6) 2021. The case was completed by opening a single ar-2324bcc anchor. Additional information 11/17/2021: on 11/17/2021 it was reported by a sales representative via the phone that during insertion of 4.75 anchor from the ar-1788j-cp system, the 4.75mm the anchor was breaking, the threads of the anchor were peeling off the inserter. The anchor and all fragments were removed. The drill hole was drilled with the correct 3.4mm drill bit and tapped with the correct 4.75mm swivelock tap. This was discovered during use in an aitfl procedure on (B)(6) 2021. The case was completed by opening a single ar-2324bcc anchor.